Manufacturer narrative:
Reportedly, the recommendations have been transmitted to the physician. The vd lead position has been checked (ok) and the lvad system set to minimize the interferences. The re-intervention has not been considered regarding the patient¿s bad condition. No feedback from the physician since then.

Event description:
Reportedly, following the implantation of a heartware (left ventricular assist device) on (B)(6) 2017, 24 inappropriate shocks were delivered to the patient. Complete bav in post operation required the use of a training lead then sinus rhythm recovered. No data in device memories between (B)(6) 2017. Based on the preliminary analysis, no anomaly is suspected regarding the ICD. Nevertheless, an interaction between the ICD and the lvad system is highly suspected. Lvad system is a known source of strong external emi. In addition, rv (non-livanova) lead placement issue is also suspected. Patient care recommendations have been provided to check rv lead integrity, position and its proper connection to ICD.

Event description:
Reportedly, following the implantation of a heartware (left ventricular assist device) on (B)(6) 2017, 24 inappropriate shocks were delivered to the patient. Complete bav in post operation required the use of a training lead then sinus rhythm recovered. No data in device memories (B)(6) 2017. Based on the preliminary analysis, no anomaly is suspected regarding the ICD. Nevertheless, an interaction between the ICD and the lvad system is highly suspected. Lvad system is a known source of strong external emi. In addition, rv (non-livanova) lead placement issue is also suspected. Patient care recommendations have been provided to check rv lead integrity, position and its proper connection to ICD.

Event description:
Reportedly, following the implantation of a heartware (left ventricular assist device) on (B)(6) 2017, 24 inappropriate shocks were delivered to the patient. Complete bav in post operation required the use of a training lead then sinus rhythm recovered. No data in device memories between (B)(6) 2017. Based on the preliminary analysis, no anomaly is suspected regarding the ICD. Nevertheless, an interaction between the ICD and the lvad system is highly suspected. Lvad system is a known source of strong external emi. In addition, rv (non-livanova) lead placement issue is also suspected. Patient care recommendations have been provided to check rv lead integrity, position and its proper connection to ICD.